Event description:
User reported one event of the catheter tip breaking off and remaining in the pt. No difficulties reported during the procedure. No adverse outcome.

Manufacturer narrative:
Visual examination of the returned catheter reveals the tip of the catheter was missing and none of the catheter eyes were present. Based on the increase in the spacing of the 1 cm marks near the tip, as compared to other end (near the four closely spaced marks), there is significant elongation of the catheter. It appears to have fractured at an eye due to a tensile force being applied to it while the tip was pinched and held in place. To confirm this description of the fracture surface a sample of a catheter , of the same type, from inventory was gripped near an eye and pulled to fracture. The inventory catheter surface matches the appearance of the fracture surface of the returned catheter. The returned sample is broken, but it appears to be due to pulling on it while the tip was pinched and held in place i.e. A normal tensile break. Since the fracture surface of the returned sample matches that of a normal catheter from stock when fractured under the same loading conditions, no material defect or non-conformity is suspected. Root cause: the root cause was determined to be due to pulling on it while the tip was pinched and held in place (a normal tensile break). The strength of the returned sample is normal and therefore no material defect or non-conformity was confirmed. Our instructions for use states: "never withdraw the catheter back through the epidural needle as this may cause the catheter to kink or shear." Review of standard practice for removal for epidural catheters show that it typically states "undue force during tugging should not be used because this will cause the catheter to stretch and tear." And "catheters should be removed gently, and the end of the catheter should be carefully checked for completeness. If difficulty is experienced in withdrawing the catheter, the spine should be flexed and gentle continuous traction exerted." This report has been logged for trending.